Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02090. It was reported the patient felt a pop and then shocking therapy at the ipg site. Diagnostics discovered all the contacts in the patient's leads had high impedance. In turn, surgical intervention was undertaken wherein both existing leads and anchors were explanted and replaced to address the issue. Effective therapy was established post-operatively.